Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 35x3.25mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 3.00x38mm promus element long stent was advanced, but failed to cross the lesion due to severe tortuosity and calcification despite multiple attempts. The device was removed and the stent was dislodged outside the patient's body. A second 3.00x38mm promus element long stent was advanced after multiple treatment but still could not cross the lesion. The physician removed the device and it was noted that the stent struts on the tip were lifted. The procedure was completed with a 3.0x24mm and a 3.5x20mm stents. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 35x3.25mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 3.00x38mm promus element long stent was advanced but failed to cross the lesion due to severe tortuosity and calcification despite multiple attempts. The device was removed and the stent was dislodged outside the patient's body. A second 3.00x38mm promus element long stent was advanced after multiple treatment but still could not cross the lesion. The physician removed the device and it was noted that the stent struts on the tip were lifted. The procedure was completed with a 3.0x24mm and a 3.5x20mm stents. No patient complications were reported and the patient's status was stable. Promus element, mr, ous 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is adverse event related to patient condition.